Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the vessel. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 3 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A leak test identified a balloon pinhole located approximately 15mm distal of the distal markerband. The rated burst pressure for this device is 14 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device.a visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device.

Event description:
It was reported that a balloon rupture occurred. The 70% stenosed target lesion was located in the vessel. A 12.0 x40, 75cm gladiator balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at 3 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.